Event description:
The dealer states the chair is pulling to the right and getting a 5 flash error code which means a bad right motor.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.